Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device along with two other unused needles belonging to the same lot were received and evaluated. Out of the three returned needles, there was no way of knowing which one was the complaint device. All three needles were received and tested visually and functionally. Visual observations indicated no structural anomalies on the 3 returned needles. Each needle was loaded into an expressew iii to test for its functionality and deployed through a test rubber strip. Each needle was deployed 10 times successfully. There was no evidence of any structural anomalies or the needles getting stuck as mentioned in the reported complaint. In the past, the root cause for complaints with needles getting stuck or jammed inside the gun has been attributed to fair wear and tear and repeated usage and sterilization cycle of the expressew gun. However, in this case, we cannot discern a root cause for the reported failure. This complaint cannot be confirmed. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the mode button would not work on the customer's vapr 3 foot pedal and their expressew iii needle would not fire and once fired it would not retract during shoulder arthroscopy. There were no patient consequences or delays. The case was completed by using another vapr 3 foot pedal and another expressew iii needle. The devices are being returned.